Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; a zoll representative was on site to evaluate the reported malfunction, the reported malfunction was not verified. The device was put through testing without duplicating the malfunction. The multi-function cable was replaced as a precaution. The device was placed back into service. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.